Event description:
A 8 mm diameter x 3.0 cm length bridge assurant biliary stent system was advanced into a pt for endovascular treatment of a right common iliac artery stenosis. The percentage of lesion stenosis is unk. The pt's arteries were reported to be non-tortuous with an unk level of calcification. It is unk if the physician pre-dilated the lesion. It was reported that the stent delivery system was advanced through a 6f cordis brite tip sheath and over a 035" glidewire to the lesion site. After being positioned at the lesion site the delivery system was retracted slightly at which point the stent came off the balloon and dislodged onto the guide wire. A snare was used to remove the stent from the pt and the procedure was completed with the placement of another manufacturers stent. The pt is reported to be doing well post procedure and there were no additional clinical sequelae reported.